Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case was slightly swollen. The device could not be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in thein the swollen battery, and in the clinically-observed premature battery depletion.

Event description:
It was reported that this device had less then one year remaining longevity, thus the device was explanted. It was also noted that it was not possible to interrogate the device. No additional adverse patient effects were reported. This device was returned.

Event description:
It was reported that this device had less then one year remaining longevity, thus the device was explanted. It was also noted that it was not possible to interrogate the device. No additional adverse patient effects were reported. This deice will be returned.